Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a revision procedure for an unknown reason. The current location of the explanted device remains unknown. No additional information was available.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a revision procedure for an unknown reason. The current location of the explanted device remains unknown. No additional information was available. Additional information indicated that the scs patient experienced difficulty charging, caused by weight fluctuations that prevented the charger from connecting properly to the battery. Troubleshooting was attempted; however, the device remained unable to charge. To address this, a revision procedure was performed in which the implantable pulse generator (ipg) was removed and replaced. Postoperatively, the patient is doing well. In accordance with facility policy, the explanted device was retained by the facility and will not be returned.